Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. Please reference the instruction for use for more information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, the device would not fire. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. One device and one reload will be returned. (B)(4).